Event description:
Removal of eroded lap band on (B)(6) 2024. Piece of lap band retained and had to return to surgery for removal due to non healing wound on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).